Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was faulty. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was faulty. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks were noted on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A disrupted image, blue, orange, and grey lines covering one half of the screen, was displayed. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected, and no damage or defects were noted. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicating procedural fluids had flowed back up the optics lumen into the handle during use. Fluid was extracted from the device; however, the image did not improve. Since the visualization problem was still undiagnosed, pressure was placed on each pad to test for an insufficient solder bond, however that did not restore the image either. The reported event was confirmed; however, the probable cause was undetermined, and the device remains undiagnosed. A review of the risk documentation confirms that the problem is not a new or unanticipated event. Additionally, a device history record (DHR) review was conducted and it was determined that there were no deviations that could have contributed to the reported event and that the product met all manufacturing specifications. The risk documentation lists that the reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics. The design failure modes and effects analysis (dfmea) lists mitigations in place that control design features through specification and manufacturing inspection, therefore there is no evidence the design or manufacturing of the device contributed to the complaint. Based on limited information, the investigation findings do not lead to a clear conclusion about the cause of the reported event therefore, this investigation is being assigned a probable cause of cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.